Event description:
A surgeon reports that her pt complained of dark shadows initially after receiving an intraocular lens (iol) implant. The surgeon states she believes that the problem is not too annoying to the pt because the pt has not complained of the problem lately. The lens remains implanted. The association between this event and the iol is not known. Additional info has been requestted.